Event description:
It was reported by the customer that they had two separate catheters that had holes where the catheter and the hub meet. They had to pull the catheter and place another one. This report addresses the second device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Initial medwatch report was submitted, upon further review it was found that this medwatch report 3006260740-2023-02694 is a duplicate file and has been voided. The original event was submitted on medwatch report 3006260740-2023-02918.

Event description:
It was reported by the customer that they had two separate catheters that had holes where the catheter and the hub meet. They had to pull the catheter and place another one. This report addresses the second device.